Event description:
It was reported that a pump has a system error 105. The customer stated there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The received state of the pump prevented the download of the history log. The eval was unable to reproduce reported symptom and no evidence was found in the history log of system error 105.